Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump does not working anymore. The reservoir cannot stay in place. The pump was not delivering insulin. Customer blood glucose at the time of incident was 324 mg/dl. Customer tape the reservoir to get insulin. Troubleshoot was performed. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: a test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and missing o-ring (reservoir tube).